Manufacturer narrative:
The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-feb-2017 for the following meddra preferred term: pelvic pain. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: lot#: 761618 (production date: aug-2010; expiration date: aug-2013). Sample not available. We conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A review of similar cases for this batch resulted in no unusual pattern identified. Most recent follow-up information incorporated above includes: on 21-feb-2017: quality safety evaluation of ptc. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain few months after placement of the inserts. Possibility of hysterectomy was mentioned. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on a compatible temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention will be required. Additionally, non-serious events were reported. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. No further information will be available, because health authority does not allow active follow-up.

Event description:
This case was reported via regulatory authority (B)(6) ((B)(4)) on 31-jan-2017. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain few months after placement of the inserts") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. In 2012, the patient started essure at an unspecified dose and frequency. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), migraine ("migraines"), menorrhagia ("haemorrhagic menstrual bleeding"), muscle spasms ("muscle spasms") and fatigue ("major fatigue"). The patient was treated with surgery (possibility of hysterectomy). At the time of the report, the pelvic pain, migraine, menorrhagia, muscle spasms and fatigue outcome was unknown. The reporter provided no causality assessment for pelvic pain, migraine, menorrhagia, muscle spasms and fatigue with essure. Company causality comment: a female consumer had essure (fallopian tube occlusion insert) inserted and experienced pelvic pain few months after placement of the inserts. Possibility of hysterectomy was mentioned. Pelvic pain is regarded as an anticipated event according to the reference safety information for essure. Pelvic pain may occur with essure therapy. Based on a compatible temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. This case was regarded as incident because surgical intervention will be required. Additionally, non-serious events were reported. A product technical analysis is being sought. No further information will be available, because health authority does not allow active follow-up